Event description:
Per the clinic, the patient developed fluid at the magnet site as well as an open wound. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.